Manufacturer narrative:
One 6f triple lumen pro-PICC was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the catheter revealed that the extension tube broke at the base of the yellow luer with tubing material remaining inside of the luer. There is visible damage on the yellow and purple luers indicating the possible use of an instrument such as a hemostat. Measurements taken of the free length of the extension exceeded the maximum specification which is indicative of stretching. The extension tubing was cross sectioned and measured. All measurements were within the dimensional specifications. We are unable to determine the exact cause of this incident however it appears the extension was stressed beyond its design capabilities.

Event description:
It was reported that after a CT scan the patient returned to the floor with transport and they stated the "catheter snapped".